Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently while charging the pump battery, the usb charging cable would slip out of the pump usb port. Customer's blood glucose was 180 mg/dl. Reportedly, customer changed the usb cable to resolve the issue.